Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Noted this was a safety alarm that stops therapy and was set up to draw attention to the fact that the water temperature (wt) has been below 10c for a prolonged period. It was encouraging diligent skin checks according to their protocol. When alarm occurs check patient skin and restart therapy if all is well. Per follow up information received via task on 28oct2025, spoke with charge nurse who confirmed patient had been micro shivering and was tensing. They believe this was contributing to the patient not being able to cool effectively. They administered medication per protocol to address the patient movement. Patient was able to meet target without further issue. It was unknown what medical intervention was provided. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device has been stopping therapy. Patient temperature (pt) was 100.5f, targeted temperature (tt) was 98.6f, water temperature (wt) was 47.7f, water flow rate (wfr) was 2.8 l/m. Event log shows alarm 53 prolonged cold water exposure. Noted this was a safety alarm that stops therapy and was set up to draw attention to the fact that the water temperature (wt) has been below 10c for a prolonged period. It was encouraging diligent skin checks according to their protocol. When alarm occurs check patient skin and restart therapy if all is well. Per follow up information received via task on 28oct2025, spoke with charge nurse who confirmed patient had been micro shivering and was tensing. They believe this was contributing to the patient not being able to cool effectively. They administered medication per protocol to address the patient movement. Patient was able to meet target without further issue. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device has been stopping therapy. Patient temperature (pt) was 100.5f, targeted temperature (tt) was 98.6f, water temperature (wt) was 47.7f, water flow rate (wfr) was 2.8 l/m. Event log shows alarm 53 prolonged cold water exposure. Noted this was a safety alarm that stops therapy and was set up to draw attention to the fact that the water temperature (wt) has been below 10c for a prolonged period. It was encouraging diligent skin checks according to their protocol. When alarm occurs check patient skin and restart therapy if all is well.